Event description:
A customer contacted beckman coulter inc (bec) in regards to obtaining a non-reproducible higher than expected troponin (accutni) result within the risk stratification range for one (1) patient on the access 2 immunoassay system. The customer stated the original result obtained was 0.07 ng/ml. This result was released from the laboratory and the patient was subsequently hospitalized. The customer noted that since the original result was within the risk stratification range the customer reanalyzed the sample on the laboratory's alternate instrument which produced a result of 0.01 ng/ml. The patient was drawn again four hours later and a result of 0.01 ng/ml was obtained at that time. The original patient report was corrected. It is unknown whether the patient underwent any additional medical procedures or treatment as a result of this event.

Manufacturer narrative:
The patient's sample was collected in a heparinized plasma tube which was centrifuged for two minutes at 7200 rpm. The customer noted that the sample was a full draw with no signs of hemolysis or lipemia. Additionally, assay qc has been performing within the laboratory's established ranges. A routine system check performed on (B)(4) 2012, passed within instrument specifications and there has been no errors posted to the event log in conjunction with this event. The customer had their own on-site bio-medical engineer (bme) perform an instrument validation. According to the customer's records the bme performed a major preventive maintenance (pm) on the instrument including replacing the rotors, stators and seals in the wash and precision pumps and replacing the incubator belt. The bme performed a routine system check and a high sensitivity system check both of which passed within instrument specifications. The bme also performed an accutni precision test which passed within the assay's stated precision claim. In conclusion, there is no evidence to suggest that an instrument malfunction was the cause for this event.